Event description:
It was reported that the patient had the intraocular lens (iol) implanted (B)(6) 2012 and explanted (B)(6) 2012. Reportedly, the calculation was off. Doctor switched to a one (1) diopter size up from the previous implant, diopter size 23.5 to a size 24.5. The patient was reportedly doing well.

Manufacturer narrative:
The intraocular lens was examined at our manufacturing facility. The lens belongs to the manufacturing production order for a 23.5 diopter, model z9002 lens. The returned lens was visually inspected at 10x microscope magnification. The quality technician confirmed that the lens received was a silicone lens model z9002 based on the characteristics observed. Two halves of the lens was received. The lens had surface residuals adhered to both sides of optic body compatible with use (implant and explant). The manufacturing certified operator cleaned the lens to remove the residual contamination. The lens was visually inspected and no defects on the optic body such as stains, unacceptable embedded particles in any portion of the iol lens were observed. The loop/haptics were observed with the acceptable angles that conformed to its defined shape. The diopter result showed that the lens was released within diopter specifications. The inspection data result corresponded to a 23.5 diopter power. No diopter size issues were observed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - intraocular lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.